Manufacturer narrative:
Additional intra- operative images were provided for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. UDI# (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic and left common iliac artery aneurysm with gore excluder aaa endoprostheses featuring c3 delivery system. It was reported that the trunk-ipsilateral leg component was advanced into position, reconstrained once and moved 5mm proximal. While doing this the stiff guidewire was accidently removed. The device was deployed subintimal between the intima and media layers of the aorta creating an intimal flap. It was possible to cannulate the contralateral gate, but it was not possible to push the guidewire through the device because of the flap. The contralateral leg and iliac extender were advanced and positioned according to the original planning. Since it was not possible to puncture through the intimal flap, the physician decided to perform an open surgical repair and to remove the intimal flap. The aorta was closed using suture technique and the trunk-ipsilateral leg component was still at its position and was secured with some sutures. Angiography showed that the proximal end of the trunk-ipsilateral leg component did not show circulation. To support the aortic wall an aortic extender was positioned approx. 5mm above the proximal end of the trunk and deployed. Immediately after that the proximal end of the trunk opened up. The trunk and the extender were ballooned with an occlusion balloon. Angiography showed that the aneurysm was fully excluded, but no contrast was seen in the left limb. Once the sheath was removed the blood flow was restored. Angiography showed the limb to be open, but distally the aneurysm in the common iliac was still filling. An additional iliac extender was positioned distal at the left side. Final angiography showed that no endoleaks were visible anymore and also good outflow was visible. The patient tolerated the procedure.